Event description:
This is the 2nd report of an issue with this pump model. The first event was not reported as the pump was returned to the manufacturer and was repaired and returned back to us. As to the second event, it was reported that at the end of an infusion through the pump, all, or nearly all of the infusion fluid was still remaining in the infusion bag, due to an apparent pump malfunction.